Event description:
I had essure placed in (B)(6) of 2005. Since then I have gained (B)(6), loss of hair, facial hair growing, and severe cramping and very heavy menstrual cycles. I have had numerous tests done and an exploratory surgery. They have found that I have a hormone imbalance due to the essure blocking the release of the egg from my body. If I had never had it placed I would not be living in pain and now dealing with daily health complications.